Event description:
It was reported that during a thoracic diaphragm plication, during use of the endostitch, the needle became dislodged from the jaws after being passed through a pledgets and tissue several times. A field contact was present in the room and confirmed that the reload was loaded properly. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received without a needle loaded and with the loading blades extended. The device was received without the blister pack. Microscopic inspection noted no witness marks from the needle tip impacting the beveled wall. No shearing or deformation was observed around the toggle switch or on the flat pin. Microscopic inspection of the flat pin found it to be properly oriented. No damage was observed upon inspection of the center rod. Functional testing found that the loading blades were straightened and the instrument was loaded with a test needle from the rpa inventory. No issues were noted when fully compressing the instrument handles and retracting the loading blades in the process of loading the needle. The needle was passed between the jaws (toggled) several times without issue. The needle was applied to test media for functional testing. The returned instrument was found to function properly, and the test needle remained intact. No difficulty was experienced in loading, unloading, or toggling the test needle in the returned instrument. It was reported that the needle disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent loading blades. Visual examination noted that both of the loading blades were bent. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (lot #), d9, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.